Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The user saw visible spikes on the screen, but there was no capture. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis could not confirm customer comment that (epg) was not pacing. Main printed circuit board (pcb) is contaminated. Encoder assembly, four encoder nuts, and four knobs are contaminated. Lower case is contaminated. Replacing liquid crystal display (lcd) as a preventative. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.